Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Refrigerator). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the refrigerator. The test strip lot manufacturer's expiration date is 06/14/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 302mg/dl (B)(6) 2017 09:12 am fasting: yes; 256mg/dl (B)(6) 2017 10:00 pm fasting: yes; 144mg/dl (B)(6) 2017 07:43 pm fasting: yes; 176mg/dl (B)(6) 2017 06:24 pm fasting: yes; 279mg/dl (B)(6) 2017 06:05 am fasting: yes. Memory concerns: the customer is concerned with all of the results in the meter memory. The customer feels that the results he is getting from the meter are reading too high.